Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovascular graft. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 6 seconds. A pinhole was also noted on the device. The device was removed without problem with the usual method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.